Event description:
During the routine follow-up of the device involved in this report, the heart rate curve recorded in device memories showed a low rate episode.

Manufacturer narrative:
January 22, 2010. This event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. (B)(4). Conclusion: although this could not be confirmed, the low pacing rate observed is most probably linked to the avb ii criterion suspension. The implant operated as specified and as expected. Specifications of avbii switch criterion in safer pacing mode might not be adapted to this patient physiology.